Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with post market vigilance (pmv) representative loading units. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted sleeve gastrectomy procedure. The handle was loaded and was in full articulation. The reload was clamped down and did about a half squeeze and it just stopped. Could not pull the handle for another squeeze. The stapler was removed and had to cut the reinforcement material off. Another handle and reload were used. Went to fire it in the crotch of the previous staple line. Did two full squeezes and the handle cracked. The stapler was removed from the tissue and again had to cut away the reinforcement material. Got a third handle and reload, put the stapler in the crotch of the previous staple line and closed and fired. The third handle cracked again. The stapler was removed and the reinforcement material was cut. Unable to remove the cartridge from the stapler. The staple line had to be oversewn as it appeared to have some serosal tearing. After firing the device, the staple line was bleeding. There was a place the surgeon had to repair due to tearing. It was a very long case because of the stapler. A fourth handle and reload were used to complete the case with no further issues. Patient had a low body mass index (bmi) and no contributing factors.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted sleeve gastrectomy procedure. The handle was loaded and was in full ar ticulation. The reload was clamped down and did about a half squeeze and it just stopped. Could not pull the handle for another squeeze. The stapler was removed and had to cut the reinforcement material off. Another handle and reload were used. Went to fire it in the crotch of the previous staple line. Did two full squeezes and the handle cracked. The stapler was removed from the tissue and again had to cut away the reinforcement material. Got a third handle and reload, put the stapler in the crotch of the previous staple line and closed and fired. The third handle cracked again. The stapler was removed and the reinforcement material was cut. Unable to remove the cartridge from the stapler. The staple line had to be oversewn as it appeared to have some serosal tearing. After firing the device, the staple line was bleeding. There was a place the surgeon had to repair due to tearing. It was a very long case because of the stapler. A fourth handle and reload were used to complete the case with no further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.